Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The hill-rom technician found a mattress air hose pressing against the CPR lever, causing the head section to drift. The technician shortened the mattress air hose to repair the bed.